Event description:
It was reported that the right atrial (ra) lead triggered an alert for high thresholds. Review of a remote transmission showed that the high atrial thresholds appear to be chronic, and that the right ventricular (rv) lead exhibited a recent increase in thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 693558 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.